Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this complaint from the united states reports that a journey ii femoral bumper broke while being used. The procedure was completed using a smith and nephew backup device. No surgical delay was reported nor any impact or injury to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A visual inspection confirmed the jrny ii cr lkg fem imp bumper rt is broken in two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the device broke while impacting implant. Procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.